Event description:
It was reported that during the surgery, opened the packing, noted the device staple drivers fell off . Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch #389a73. (B)(4). Investigation summary: the photos along with the product was returned to ethicon endo-surgery for evaluation. During the visual analysis of the photos, the following was observed: the first photo shows a green reload from pan area and could be see three the staple drivers. The second photo shows a tyvek from top view, code gst45g lot: 396a01. (Exp. Date: 2024 - 07 - 31). The third photo shows a package with a label. Based on the pictures provided the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst45g reload was returned unfired with 8 double drivers and 2 single drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end from left side. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of our quality process, the manufacturing records of this batch number were reviewed, the manufacturing standards were met prior to the release of this batch, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications, if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.